Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which cartridge had the issue? Ecr60d, ecr60b or ecr60g? What was the procedure? What were product codes of all devices used in the procedure? What was the sequence of the firing? Please explain. In both firing what was the product of the cartridge used? Was there tissue slippage noted in both firing? Can it be confirmed that the device was being reused on a second patient? How was the device cleaned by or staff after each firing? Is a video available? In the attachment it says ¿ yes for surgical delay¿? What caused the surgical delay? How long was the surgical delay? In the attachment it says ¿ yes for a surgical intervention¿. What was the surgical intervention? What was the patient consequence? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tissue slipped from the jaw and staples did not form. The surgeon claims that the blade pushed the tissue forward. The handle was reused so he changed the handle for the next cartridge and opened a new power echelon handle. He fired an ecr60b with the new handle but the exact problem happened again so he put away echelon and ecr and finished the case with medtronic product. The patient stayed at the hospital one day more they so the surgeon could control if there was a problem.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. Additional information was requested and the following was obtained: which cartridge had the issue? Ecr60d, ecr60b or ecr60g? Ecr60d and ecr60b (my mistake in the complaint form). What was the procedure? Sleeve gastrectomy. What were product codes of all devices used in the procedure? Psee60a (first handle that was reused- 9th firing- it was used foe 1 case before), ec60a, ecr60g, ecr60d, ecr60b what was the sequence of the firing? Please explain. 1- ecr60g (with psee60a) 2- ecr6d (with psee60a) 3- ecr60d (with psee60a)- the failed one 4- ecr60b (with ec60a)-the failed one in both firing what was the product of the cartridge used? First one ecr60d, second one ecr60b. Was there tissue slippage noted in both firing? Yes. Can it be confirmed that the device was being reused on a second patient? 2 psee60a was used. First one was reused but the second one was new. How was the device cleaned by or staff after each firing? Immersing in the water is a video available? No. In the attachment it says ¿ yes for surgical delay¿? Yes. What caused the surgical delay? Cartridge failure- control bleeding- asking for, opening and using another brand. How long was the surgical delay? 15 min. In the attachment it says ¿ yes for a surgical intervention¿. The true answer is no. What was the surgical intervention? What was the patient consequence? The patient stayed at the hospital one day more they so the surgeon could control if there was a problem. What is the current status of the patient? Ok h6: clinical code and impact code.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.